Event description:
Brand new cvvh [continuous veno-venous hemofiltration] set-up with the prismax auto-effluent accessory kit found leaking at the bottom of the drain bag where the tubing drain is connected (closed system, non-luer lock tubing connection). This has been a recurring issue with these drains (not necessarily for same patient). This is in reference to item lot #24c1101 (ref #115370). The entire filter set-up is wasted, and a brand-new filter had to be used, which takes at least 30 minutes to set up, which delays the treatment for this patient.